Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. Since implant the right ventricular and superior vena cava (svc) coil impedances read 25-26 ohms. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) superior vena cava (svc) coil on the lead had displaced to the another right ventricular (rv) lead and the charge energy on the device for the appropriate shocks were delivered only partly, possibly due to a short circuit. The leads was damaged during explant. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.